Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage, pressure and functional testing were all completed and performed according to product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continu-flo solution set back flowed blood and leaked which caused an adverse patient reaction and required medical intervention. It was reported that a nurse had hung a new bag of heparin using a new continu-flo intravenous (IV) solution set for a therapeutic heparin drip and attached the set up to the patient (dose and indication not further specified). At an unspecified later time, the nurse returned to find blood backed up in the tubing and a large amount had leaked all over the patient¿s bed. The exact amount of blood loss was not specified. The IV tubing was found to be cracked near the attachment site (not further specified). The patient was re-bolused and the heparin drip was increased (not further specified). No further detail was provided regarding the patient¿s outcome from the event. No additional information is available.